Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV and rupture. Healthcare professional later confirmed 'when the prostheses were removed, it was confirmed that there was no break' and also reported 'deformity of the breast and deformity of the prosthesis for the left side.' The device has been explanted and replaced. Record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV and rupture. Healthcare professional later confirmed 'when the prostheses were removed, it was confirmed that there was no break' and also reported 'deformity of the breast and deformity of the prosthesis for the left side.' The device has been explanted and replaced. Record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV and rupture. Healthcare professional later confirmed 'when the prostheses were removed, it was confirmed that there was no break' and also reported 'deformity of the breast and deformity of the prosthesis for the left side.' The device has been explanted and replaced. Record relates to the right side.